Event description:
Two leads were implanted 5/19/95 and the receiver was implanted on 5/31/95. The stimulator worked intermittently only after a couple of weeks post-op. Lead would work when pt stood still but wouldn't work when pt moved.